Event description:
The physician successfully closed an arteriotomy site with the starclose device following a diagnostic procedure. It was described as a successful close and hemostasis was "immediately" achieved. After deployment of the clip, the patient began to complain of "tingling in the leg." Her leg and chest became "red and splotchy" and the target groin was swollen. The patient was given benadryl and an unspecified steroid medication. She was kept overnight for observation and disharged the following day.